Event description:
The nurse complained of questionable inr results for 1 patient from coaguchek xs meter serial number (B)(4). At 9:00 am the result from the meter was 6.4 inr. At 9:15 am the result from the laboratory was 4.7 inr using the siemens dade innovin method. There was no allegation of an adverse event. The patient's coumadin was not changed based on the meter results. The patient's condition was "stable". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. It was asked but not known if the patient's coumadin dose was changed since the last measurement. The patient has had no changes medication, no changes in diet, no illness, no serious injury, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint.  This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.